Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to a shorted c6 capacitor on the computer/analog pca. The root cause for the shorted c6 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.